Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: on which firing did this occur? The firing was done on rectum during a low anterior resection surgery. Was the staple line complete? The staple line was incomplete. Was the cut line complete? The cut line was complete. How much blood was lost (ml)? Na. Did the patient require a blood transfusion? If yes, how many units were given? No. Did the post-operative care change based on the bleeding? No, the patient is stable now.

Event description:
It was reported that during a low anterior resection procedure, incomplete staple formation and bleeding. Another like device was used to complete the procedure.